Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardiohelp had a battery issue. The cardiohelp was exchanged. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the batteries of seven cardiohelps are not holding charge. Alarms for battery replacement or battery capacity issues were displayed. In all cases both batteries were discharged to below 10% and would not re-charge again. The supplier xvivo initiated a CAPA. The two potential root causes were identified as a problem with the cardiohelp batteries and the cardiohelp itself. The failures occurred during treatment. During all of these live/clinical transplant cases, the cardiohelp units were plugged into the wall power for the duration of the cases so the batteries were never called upon. The battery packs were considered for backup power if needed. A getinge field service technician (fst) was sent for investigation and repair on 2023-03-06/15/17 for the cardiohelp with serial (B)(6) . Both batteries were found discharged. After the ac line cord was plugged in, battery one was found not charging and batter two was functional. Both batteries were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The customer xvivo confirmed that all other affected cardiohelps ((B)(6)) will be serviced by xvivo themselves and the batteries will be replaced if necessary. As the failure was reduced with the new type of batteries, but not fully fixed, the root cause for the new batteries is the same except the difference in the threshold that increased from 300mah to 930 mah. The first cardiohelp with the new batteries was manufactured 2020-11-19. The defined design capacity of the battery within the battery controller is lower than specified within the cell datasheet which is defined for a charging voltage of 4,2 v. For purpose of increasing safety and wear reduction of the battery the controller charges with a lower voltage (typically 4,1 v, tolerance¿related it can reach up to 4,15 v). This results in a slightly smaller design capacity, which is defined with 8280 mah.on the other hand, the cell capacities specified in the data sheet are approximate values and may differ. Additionally the calculated ¿wear down capacity¿ might vary also.this can result in the full charge capacitance being higher than the design capacity and generating an overcharge alarm (oca). The battery is then blocked for charging until it is regular discharged by at least 2 mah of its capacity (e.g. In battery mode). When the battery calibration process starts with a blocked battery (due to overcharge protection), the calibration will fail because of included charging cycles. The concerned cardiohelp is equipped with the new type of battery. Additionally, a similar failure was investigated by getinge life-cycle-engineering on 2023-04-20 with following conclusion: the root cause for the failure "battery not calibrating, charging" is that the oca-flag is activated. Oca-flag means that the battery was loaded over the maximum programmed overcharge limit. This overcharge limit was implemented with the implementation of ecr 20012004, cardiohelp-I: battery pack li-ion - increase of the oca from originally 300 mah to 930 mah. To deactivate the oca-flag it is necessary to do a calibration with an external battery charger. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. Furthermore, in the IFU of the cardiohelp (instructions for use, chapter 2.3 intra- and inter-hospital patient transportation) the following warning is included : "only ever start the application when the batteries of the cardiohelp-I are fully charged and calibrated." For the cardiohelp with serial number (B)(6): the device history record (DHR) of the cardiohelp was reviewed on 2023-04-05. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. For all other cardiohelps: the review of the non-conformities has been performed on 2023-04-04 for the period of 2012-02-24 to 2023-03-06. It does not show any non-conformity in regard to the reported products and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The devices were manufactured on 2012-02-24, 2015-09-18, 2018-06-26, 2019-11-13, 2015-12-16 and 2016-10-07. Based on the investigation results the reported failure ¿batteries not charging¿ can be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the affected cardiohelp with serial (B)(6) was investigated in this complaint (B)(4) (mfg report number 8010762-2023-00112). All other cardiohelps were investigated within complaint (B)(4) (mfg report number 8010762-2023-00125).

Event description:
Complaint ID: (B)(4).